Manufacturer narrative:
Concomitant medical products: product ID: 3587a25, lot# n197316, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead. Other relevant device(s) are: product ID: 3587a25, serial/lot #: (B)(4), ubd: 24-mar-2013, UDI#: (B)(4) refer to regulatory report #3004209178-2018-25893. The patient had two implanted systems. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp) regarding a patient with an implantable neuro stimulator (ins) for other. It was reported that all electrodes over 10,000 impedances. Patient presented for battery replacement due to normal discharge of her primary battery. She said she had been getting therapy and has not had a seizure since implant. Upon reading her battery before the procedure the nurse noticed that all 16 electrodes were reading over 10 ,000. When we did a group impedance because she was on group a it all read over 40,000 impedance and that she was getting 0.1 mili amps of power. They replaced the battery as the patient said she still is getting relief having it turned on. They were hoping that the replacing the battery would maybe clear some of those impedances after connecting to new battery it still read over 10,000. They referenced each electrode to check and got the same over 10,000. The issue has not been resolved at this time. Yes surgical intervention occurred. Patient is alive with no injury. No further patient symptoms or complications were reported in this event. Additional information was received from the rep. It was reported that the cause of impedance issue is unknown. Unknown what further states were taken to resolve impedance issue. Information was confirmed by physician/ account.